Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power issue. The reporter stated that there was no power to the pump. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: one unexplained power reset event was observed in the black box. There was no damage found to the returned battery cap or battery compartment. The returned battery cap fully secured to the pump and the pump booted to the verify screen with audible and vibratory features. A 24 hour duration test was successfully completed using the returned battery cap. There were no power issues duplicated during testing. The pump cover was removed and there was no evidence of internal moisture or damage to the pcb. The initial complaint was verified in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.